Event description:
A report was received that during a non-device related procedure, it was believed that something happened that caused the patient an awful pain in the back which was determined to be procedure driven. The physician will do a battery exploration on the patient in order to make sure that there was no coiling and to check the ipg, the leads and the clik anchor.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchors were removed and the lead tail was reattached. It was believed that clik anchors seemed to be giving the patient difficulty. No device malfunction was suspected. The explanted click anchors were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a non-device related procedure, it was believed that something happened that caused the patient an awful pain in the back which was determined to be procedure driven. The physician will do a battery exploration on the patient in order to make sure that there was no coiling and to check the ipg, the leads and the click anchor.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(6), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 16224116, description: next generation anchor kit-sterile.